Manufacturer narrative:
(B)(6). Results: bd received 1 representative sample from the customer facility for investigation in support of this complaint. The sample was evaluated by sleeve function testing and the customers' indicated failure mode for hub leakage with the incident lot was not observed. A review of the manufacturing records (DHR) was completed for the incident lot and no issues were identified. Conclusion: unconfirmed complaint. Bd was unable to duplicate or confirm the customers¿ indicated failure mode because the defect was not evident in the testing of the returned sample nor DHR review. Root cause could not be established.

Event description:
It was reported that there was leakage during a blood draw, from the hub of a bd vacutainer® flashback blood collection needle, 22gx1", with a black shield. No serious injury, blood to mucous membrane exposure or medical intervention was reported.

Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is exempt and does not have a 510k associated with it.